Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted. The helix can not be extended and retracted due to distal conductor distortion within the connector. There is blood in/on helix mechanisms (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that during implant attempt of a right ventricular lead that the screw mechanism broke. The lead was attempted and not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.